Event description:
It was reported to philips that the wire for the ECG external output is disconnected from the processor circuit board on the device. There was no patient involvement.

Event description:
It was reported to philips that the wire for the ECG external output is disconnected from the processor circuit board on the device. There was no patient involvement. An authorized service provider (asp) performed evaluation on device. Upon evaluation of the device, the reported issue was confirmed and the engineer found an ECG out malfunction, and the cause was traced to a faulty processor pca. A repair estimate was made for the customer, but the customer declined repair. Asp performed inspection on the device and confirmed all functional tests passed. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the processor pca. The customer refused repair on the device. Asp performed inspection on the device and confirmed all functional tests passed. This unit was return to a customer. There is no indication of a systemic problem. No further investigation or action is warranted.